Manufacturer narrative:
D4 primary UDI number updated. H6: a code a1601 (device alarm system) corrected to a0709 (device sensing problem). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump logs showed consistent not attached alarms in the past 12 months. The cause of the customer reported problem was a bad latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensor, downstream occlusion (dso) seal, and dso sensor. The pump passed all function tests and performed as intended after repair.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device was constantly alarming "cassette no attached properly. Reattach cassette." The event occurred during testing. There was no delay in therapy. There was no patient involvement.